Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection, the active blade coating burned off the bottom jaw. Nothing fell into the patient's cavity. There was no patient injury. There was no further information available.

Event description:
According to the reporter, during a liver resection, the active blade on both of the dissectors coating burned off the bottom jaw. Nothing fell into the patient's cavity. There was no patient injury. A second dissector was returned without an accompanying complaint.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the jaw liner was damaged and worn. The reported condition was confirmed. Investigation found a void in the tip of the jaw liner. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The investigation identified the root cause of the reported event to be user error. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. The user's guide and instructions for use (IFU) warn that use of a device with damaged components may result in injury to the patient or user. An additional failure was found during the investigation; the device failed to activate. The additional findings did not contribute to the reported condition. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. This indicated that the device was not functional. The waveguide was inspected under magnification and the origin of the cracks was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. Manufacturing non-conformance review is not required since the lot number is unknown. If information is provided in the future, a supplemental report will be issued.